Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. They are trying to infuse 28.5 to 31.5 and they are getting results of 25.63. When asked, they said the head height they are using is about 1 foot/ 12 inches. They are using baxter approved sets, part number 2c8401s. The reported problem occurred after delivery in biomed service department. There was no patient involvement. No additional information is available.